Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg became inoperable. As a result, their ipg was explanted and replaced. Therapy was restored post-op.